Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that oversensing was exhibited with the implantable cardiac monitor (icm). The icm was later removed, and the patient was upgraded to an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.